Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(4) 2011.

Event description:
The customer reported, that the table started tilting, when he positioned the table top.